Event description:
A customer reported a cartridge alarm 20 during pumping, which did not cause their blood glucose level to exceed 500 mg/dl. There was no adverse impact to the customer¿s blood glucose level. Technical support confirmed consecutive cartridge alarms with the device and resolved to replace the pump. The customer did not have a backup insulin therapy in place and planned to contact their healthcare provider. The customer expressed interest in obtaining an out-of-warranty loaner pump.